Manufacturer narrative:
Report required by FDA for eua. Eua #203011. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) (B)(6) ( 3014862188-2021-01810, 3014862188-2021-01809, 3014862188-2021-01807, test 1,2,4 of 4). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positve result. Negative pcr and rapid antigen test. Report 3 of 4.